Event description:
It was reported that the pin of the baseplate broke after the punching. The breakage of the pin was noticed during cleaning before implanting. There was no adverse consequences for the patient.

Event description:
It was reported that the pin of the baseplate broke after the punching. The breakage of the pin was noticed during cleaning before implanting. There was no adverse consequences for the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fractured pin involving a punch thru tibial baseplate was reported. The event was confirmed. Visual inspection confirmed the reported pin fracture. A materials analysis report indicates no material or manufacturing defects were identified. Device history review indicated all devices accepted into final stock conformed to specification. Complaint history review indicated there has been 1 similar previous reported event from this lot ID. The investigation concluded that the reported event was the result of a side impact. No evidence of material or manufacturing defects exists. Ncr/CAPA (B)(4) was issued (B)(4) 2009 to further investigate multiple reported events of peg fractures. As a result, this product was obsolete and a redesigned part family was created.